Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's issue is not believed to be device related. The recipient is improving. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced non-auditory sensations and pain with and without device use. The recipient was reportedly treated with pain medication (type unknown). A CT scan confirmed correct device position. Programming adjustments were made and magnet strength was reduced and some improvement was noted.